Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient's blood glucose on that day was 569 mg/dl with no signs or symptoms of hyperglycemia. The reporter noted the patient was treated in an emergency room with insulin via injection and other unspecified treatment, they discontinued pump therapy, and the pump's settings were not recently changed. During troubleshooting, it was reported that the pump's total daily dose basal history did not match the programmed basal rates for a known and expected reason: alarm. Reportedly, the pump's basal history was appropriate for the programmed basal rates; the bolus history matched the total daily dose bolus history; the bolus history recorded was accurate as programmed; the pump was calculating recommended bolus totals correctly; the pump successfully delivered an air bolus, which was correctly recorded in the bolus history. Potential causes of a perceived inaccurate delivery issue were not reviewed. This complaint is being reported because a device malfunction could not be ruled out as a contributing factor to the reported health event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-nov-2018 with the following findings: the pump passed a delivery accuracy test. The recorded total daily doses of insulin added up to the user programmed amount. The alleged issue could not be duplicated. Unrelated to the initial allegation, the display screen was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.